Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: (B)(4) parts manufactured per specification and all raw materials met specification. There was one nr associated with this lot. No correlation with the complaint. (B)(4). On the (B)(6) 2016 in the trays value stream, it was discovered that the led front light on the vision camera system is failing. The led light is required for vision camera to take an image of the part to identify the part and to measure the part. This is a planned non-conformance to allow the processing of attune fb/rp trays, cocr, mbt and titanium trays through lasr0007 with the vision system turned off. The current process the parts are gauge to verified for size before they are laser by the associate. The parts undergo 2d part marking on lasr0007 the parts are then scanned at 2d laser mark, cleanline and cleanroom process work steps. The planned condition is that the parts will not be inspected by the vision system, instead part verification will be performed by the associates at the cleanline and cleanroom and by an independent inspector at the cleanroom generate label. The current process has independent inspector for ti trays and duofix trays. The new independent inspector will be for attune, cocr, mbt tibial trays. There was no capas associated with this lot. There was no deviations associated with this lot. No reprocessing associated with this lot. No scrap parts associated with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 01 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and depuy cement x 1. On (B)(6) 2018, the patient underwent a right knee revision due to loosening, superior patellar quad fragment, and questionable partial tear, swelling, stiffness, and pain. The surgeon reported some atrophy and a small indentation at the superior pole of the patella, adjacent to a superior quad bony fragment. He indicated a synovectomy was performed with specimens tested with negative results for infection. The surgeon reported there was poly wear under the base plate. He noted there was component lift from the tibial tray and no cement fixed to the tibial component. The surgeon indicated an overstuffed patellar button and was revised. He indicated some osteolysis around the femoral component after removal. He reported the cement was not well-fixed to the bone. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2016; dor: (B)(6) 2018; (rt knee).